Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200's mg/dl) and multiple boluses were delivered to address the bg level. The customer thought the infusion set site was the cause of the high bg; however, during a pump system check, the customer declined to remove the cannula for inspection. No other device issues were identified. Reportedly, the customer changed the infusion set site. The customer declined tandem technical support's offer to follow up.